Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified shunt. On the first and second inflations the f/g sterling otw 5.0 x 20/40 (4f) balloon was inflated to twelve atmospheres. On the third inflation the balloon was inflated to fourteen atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): the complaint device was not returned to for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)